Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) model#: sc-4316 lot #: 16684154 description: next generation anchor kit-sterile sc-2316-70 (sn (B)(4)) device evaluation indicated that the complaint was confirmed. Visual and x-ray inspections found several cable fractures at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. No cables were exposed. The reported complaints of loss of stimulation and high impedances were caused by the fractured cables at the clik anchor site. Additionally, the lead was cleanly cut during the explant procedure, and the proximal end was not returned. Sc-2316-70 (sn (B)(4)) device evaluation indicated that visual inspection revealed that the lead was cleanly cut approximately 63 cm from the distal end of lead. The proximal end was not returned. The damage to the lead is consistent with damages done during the explant procedure and are not considered a failure. Sc-4316 (lot# 16684154) four eyelets were torn off and the silicone materials were missing from the two clik-anchors. Sc-3400-30 (sn (B)(4)) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient had high impedances. It was noted that the patient was having loss of stimulation. The patient underwent a lead replacement procedure. The patient was doing well post operatively.

Manufacturer narrative:
Additional information was received that the missing silicone materials were removed from the patient's body.

Event description:
A report was received that the patient had high impedances. It was noted that the patient was having loss of stimulation. The patient underwent a lead replacement procedure. The patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit.

Event description:
A report was received that the patient had high impedances. It was noted that the patient was having loss of stimulation. The patient underwent a lead replacement procedure. The patient was doing well post operatively.